Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that a discordant, falsely high enhanced estradiol (ee2) test result was obtained from an immulite 1000 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found the substrate reservoir was giving false empty messages. The cse replaced the substrate reservoir assembly. The cause of the discordant falsely high enhanced estradiol (ee2) test result is the substrate reservoir assembly malfunction. The device is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high enhanced estradiol (ee2) test result was obtained from an immulite 1000 instrument. The initial result was reported to the physician(s). The same sample was repeated on the same instrument two days later giving a lower result. The repeat result was reported to the physician(s) and is considered correct.there are no known reports of patient intervention or adverse health consequences due to the discordant falsely high enhanced estradiol (ee2) test result.